Event description:
Procedure: "colorectomy". According to the reporter, the stapler was used to transect the colon and it was perfect at the beginning of the manipulation. After firing the stapler, the surgeon inspected the staple line and observed six staples were malformed and another six staples were not observed. The patient was then opened for the laparoscopic manual transection to stop the bleeding and suture the anastomosis. The whole procedure was extended to another one hour. According to the report, there was no serious impact to the patient.